Event description:
Customer alleged blood glucose results of 38 mg/dl and 118 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported having no symptoms and reported no treatment/action based on results. No serious adverse event was reported in connection alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.